Manufacturer narrative:
The field service representative (fsr) found that the epgs gave a message for a faulty oxygen (o2) sensor and failed calibration. He replaced the o2 sensor and release testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) tried to recalibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the o2 sensor to lab use only (luo) testing equipment. The sensor output was monitored with a multimeter and the output was steady throughout the evaluation. The pst did not observe any functional issues. Per data log review: on (B)(6) 2022, at 06:27:38 am the gas system calibration failed with an 'o2 sensor out of range at calib' event with an o2 sensor value = 0. Calibration was successfully completed at 06:31:58 am. Many 'o2 sensor and blender disagree' events occurred during the case which would have caused the gas system to appear uncalibrated. This is likely what the user was reporting. There is no indication that the gas system tried to calibrate itself. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine while on cardiopulmonary bypass (cpb), whereby the gas system tried to recalibrate itself during bypass. The unit was changed out, with no delay, no blood loss, and the procedure was completed successfully. It was noted by the field service representative (fsr) that the electronic patient gas system (epgs) was receiving an error code for a faulty oxygen (o2) sensor.